Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5101115. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that an allergic skin reaction under the entire sensor patch area occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient developed itching, redness, swelling, blisters, and scarring. She got advice from a nurse at the clinic and was given a "silesse like" preventive barrier spray. She also used secura protective barrier film spray, betnovate cutaneous resolution (topical steroid), and locoid cream (topical steroid). She had an allergy test done at her local hospital which showed signs of allergy to the sensor adhesive. She stated several months after the initial report that she had multiple areas on her skin damaged from previous allergic reactions. No additional patient or event information is available.